Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the fill estimate displayed 105 units and remained static. The customer declined to reload cartridge and reported follow up will be done if needed. The customer's blood glucose was not impacted.